Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scratch on the forceps was caused by stress or user¿s handling. Olympus will continue to monitor field performance for this device.

Event description:
According to the reporter, the event occurred around august 12, 2022, during a cystoscopy. The procedure was completed without procedural delay. The patient was not under general anesthesia. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b3 and b5.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the switch button 1, 2 and 4 were not working, a cut on the insertion pipe, a hole on the forceps channel, the inserted snake pipe was collapsed, the insertion pipe was wrinkled, and the bay curvature was insufficient due to the growth of the angle wire and the forceps and the channel cleaning brush could not be inserted smoothly on the forceps channel. In addition, corrosion was caused by water leaks was observed in the operation unit, there were are also leaks found in the light guide bundle, the groom, the up/down plate, the universal code, the light guide connector and the light guide cover glass. The forceps plague was shaved, the light guide connector part and eto label were peeled off. There were also scratches found on the operation unit, the switch box, the groom, the up /down plate, the universal code, the light guide connector, the video cables and video connectors. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the forceps plug mouthpiece was scraped on the visera cysto-nephro videoscope. There were no reports of patient harm associated with this event.